Event description:
Insertion of 8.0mm portex endotracheal tube. Prior checked x 2 (by rn and md); functioned; p-insertion balloon deflated, pt reintubated. Trend identified with sims/portex endotracheal tubes.